Event description:
It was reported that the patient experienced uncomfortable stimulation with their scs system. As a result, surgical intervention took place almost six years ago, wherein the patient's entire system was explanted to address the issue. The exact date of explant is unknown.

Manufacturer narrative:
D6b - date of explant: exact date of explant is unknown. Section a4: during processing of this incident, attempts were made to obtain complete patient information (weight) but no information was received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.